Event description:
(B)(4). I have had severe abdominal pain. Heart palpitations, dizziness, hair falling out.

Event description:
(B)(4). More side effects... Nausea, headaches (migraines), anxiety and panic attacks, pain with sex, painful breast when on my period, weight gain (cant lose it), teeth breaking, ringing ears, vision issues. Back pain all the time (worse on my period), fatigue.